Event description:
It was reported that the minicap transfer set had fluid flow with the clamp closed. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video noted a fluid flowing through the transfer set with the twist clamp in the closed position. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.